Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres (atm) before reaching 14 atm rated burst pressure, the side of the balloon ruptured due to occlusion of the artery. The device was completely removed and the procedure was completed with a non-bsc device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres (atm) before reaching 14 atm rated burst pressure, the side of the balloon ruptured due to occlusion of the artery. The device was completely removed and the procedure was completed with a non-bsc device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the emerge mr balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 49.6cm from distal tip of device. There was contrast in the inflation lumen. The balloon had a 9mm longitudinal tear starting near the distal tip. The device also has tip damage.